Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the mini vision stent delivery system (sds) noted contrast visible in the inflation lumen, consistent with preparation. The stent implant was stationary on the tightly folded balloon between the markers. There were flared struts on the proximal end of the stent implant, the last row of struts, confirming the reported stent damage. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The lesion was reportedly very tight, which likely contributed to the reported failure to advance. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rotating hemostatic valve during retraction of the device. It is likely that the stent interacted with the lesion during retraction, damaging the strut, and contributing to the difficulty removing the sds through the guiding catheter during retraction. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent damage or difficult to remove for this lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the 2.0x12 mm otw mini vision stent delivery system (sds) failed to cross the small, tight lesion in the right coronary artery. During removal of the sds from the patient resistance was felt. The stent implant caught on the edge of the guiding catheter, which resulted in flared struts on the proximal end of the stent. Another attempt was made to cross with a 2.0x12 mm rx mini vision; however, it also failed to cross. The lesion was ballooned only and the procedure was ended. No patient effects were reported. No additional information was provided.